Event description:
The patient reported, he received a replace battery alarm at 2:07 am; it was not preceded by a low battery warning. He reviewed the pump history and did not find any reason to explain the absence of the warning. The battery type was correctly set, the patient does not have reminders set, the pump was last suspended on (B)(6) 2010 at 2:05 pm, there were no loss of prime warnings, there was a low cartridge warning on (B)(6) 2010 at 1:23 am, and there were no other associated alarms in history. The patient denied rust, corrosion, or moisture in the battery compartment.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.